Event description:
It was reported that; inserted guide wire through tiger needle tapped over guide wire, put screw over guide wire. Had to apply moderate force to remove guide wire from screw. Upon removal half of the y portion of the guide wire was missing.

Manufacturer narrative:
Manufacturing entity: stryker orthobiologics-(B)(4). Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Tip fracture was confirmed via a visual inspection of the device. Conclusion: the most likely cause of the reported event is the application of cantilever forces during removal, with tapping over the y portion likely contributing to the event.

Event description:
It was reported that; inserted guide wire through tiger needle tapped over guide wire, put screw over guide wire. Had to apply moderate force to remove guide wire from screw. Upon removal, half of the y portion of the guide wire was missing.